Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok keypad button was under-responsive and the keypad was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 04/09/2015 with the following findings: during investigation, the keypad was found to be missing from the pump. During testing, the ok and contrast keypad buttons were found to be unresponsive to button presses. The up arrow and down arrow buttons responded appropriately. Unrelated to the complaint, investigation revealed that the battery compartment was cracked; the battery compartment and battery cap had stripped threads and the cap was not able to secure tightly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.